Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and approximately 3.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.